Event description:
It was reported that the first fiber was forward firing @ 18,422 joules. The fiber was exchanged and the second fiber was noted to forward fire @ 113,545 joules. The procedure was continued with a third fiber that also resulted in forward firing. The procedure was however completed with the third fiber @ 238,756 joules. There were no damages to the patient. This report is for the third fiber used.

Manufacturer narrative:
Product analysis does not support the reported issue of forward firing product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits mild char; the glass cap exhibits severe devitrification; the fiber was tested with hene laser fixture, the aim beam is visible at the output and not forward firing at the distal end; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the product complaint of "laser firing straight" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).